Event description:
Info received indicates that pump continues to run even when there is no food in the line and also delivering too fast, finish in 50 minutes. Rate: 21 ml/hr. Dose: 70 ml.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.